Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high capture threshold, r wave amplitude variation, and low defibrillation and pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.